Event description:
Rptr has had numerous, severe asthma attacks at work secondary to latex powder from gloves used by hcp at work. Rptr was treated on different occasions with mgso4 IV, sq epinephrine, ivp solumedrol, aminophylline drip, and numerous nebs and inhalers.